Event description:
It was reported that the customer had low blood glucose levels of about 30 mg/dl. It was reported that the customer was brought to the hospital to bring up their blood glucose levels. Troubleshooting was done. The customer was advised to speak to their health care provider regarding low blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 2032227-2015-00054 as it refers to another event involving the same device.